Manufacturer narrative:
On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline catalog #3501645 lot #6895628 sn #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline breast prostheses. Deflation of the right breast prosthesis and capsular contracture on the left breast were determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 300cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.